Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. DHR review was conducted and the records were found to be complete and accurate. Representative samples of the same lot of the device were returned to hollister for evaluation. The samples were evaluated and tested and found to meet device specifications. The root cause of the reported lack of strap adhesion cannot be determined. The actual gender, age and weight of the end user was not provided. Hollister will continue to monitor the performance of the anchor fast device in our post marketed device surveillance system for any adverse trends.

Event description:
This is for the second of two reports for the anchor fast devices on the same patient. It was reported that the adhesive on the endotracheal tube strap on the anchor fast endotracheal tube holder had lack of adhesion. It was noticed that the endotracheal tube was loose. There was no extubation. The anchor fast device was replaced with a new one.